Manufacturer narrative:
H.6 investigation summary : scope of issue: the scope of issue is only limited to bd facs lyse wash assistant, part # 337146 and serial # (B)(6). Problem statement: customer reported complaint regarding loss of sample post-wash on (B)(6) 2022. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from (B)(6) 2021 to (B)(6) 2022. Device history record (DHR) review: DHR part # 337146 serial # (B)(6), file # (B)(4) was reviewed. The instrument met all the manufacturing specifications prior to release. Complaint history review: there are 3 complaints related to the as reported code of result - erroneous diagnostic; date range from (B)(6) 2021 to (B)(6) 2022. Returned sample evaluation: a return sample was not requested because no parts were replaced. Service history review: review of related work order #: na, case # na. Install date: (B)(6) 2013. Defective part number: n/a. Work order notes: na. Labeling / packaging review: n/a. Risk analysis: risk management file part # 10000597659, rev. 03/vers. C, ra bd facs lyse wash assistant was reviewed. No new hazards have been identified and the current mitigation is sufficient. Hazard(s) identified? Yes or no. ID: 3.1.4. Hazard: 1. Un-prepped sample. 2. No answer. 3. Loss of sample. 4. Safety biohazard. Cause: defective valves. Harmful effects: in accurate results. Residual probability: 1. Residual severity: 3. Residual risk index: 3. Potential cause: based on the investigation results it was determined that the erroneous results obtained was not related to product issues. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, it was determined that the erroneous results obtained was not related to product issues. The customer initially reported a complaint regarding loss of sample post-wash. However, the customer determined after additional troubleshooting with the support of an engineer that the root cause was not due to a product issue, and that the issues were process related. The customer has confirmed that the instrument is in full working order. Although erroneous results were obtained on patient samples, these were not reported to the clinician. No patients were treated or harmed using the results. Proper daily and monthly cleaning procedures can be found under ¿maintenance¿ in the user guide; bd facs¿ lyse wash assistant user¿s guide, #23-11113-00 rev. 1/vers. A, page 101. Conclusion: based on the investigation results, it was determined that the erroneous results obtained was not related to product issues. The customer initially reported a complaint regarding loss of sample post-wash. However, the customer determined after additional troubleshooting with the support of an engineer that the root cause was not due to a product issue, and that the issues were process related. The customer has confirmed that the instrument is in full working order. No patients were treated or harmed using the results. Based on the investigation results a CAPA is not required because this was not a product issue and there was no impact to customer and patient health or safety. Supporting document: n/a.

Event description:
It was reported that while using the bd facs¿ lyse wash assistant that the lwa¿s are not performing as they should and are resulting in a dramatic loss of sample post-wash. The following information was provided by the initial reporter: 1st complaint made for (B)(6). From email on (B)(6) 2022: we have also been able to demonstrate that the lwa¿s are not performing as they should and are resulting in a dramatic loss of sample post-wash. Alan has visited recently to try and rectify the issues with both lwa¿s but we have data to compare both manual washing and samples that have been washed on the lwa and the difference is stark : to the point of affecting the final diagnosis. We have cases whereby a malignant clone has been washed away using the lwa and that would have led to a normal result being issued. Other samples are so limited that we would have reported them as being insufficient, despite the identification of a malignant population when washed manually. We have resorted to now washing all samples manually from today, but as you can imagine this will have significant impact on our processing times.

Event description:
It was reported that while using the bd facs¿ lyse wash assistant that the lwa¿s are not performing as they should and are resulting in a dramatic loss of sample post-wash.. The following information was provided by the initial reporter: 1st complaint made for (B)(4): from email 30/09/2022: we have also been able to demonstrate that the lwa¿s are not performing as they should and are resulting in a dramatic loss of sample post-wash. Alan has visited recently to try and rectify the issues with both lwa¿s but we have data to compare both manual washing and samples that have been washed on the lwa and the difference is stark ¿ to the point of affecting the final diagnosis. We have cases whereby a malignant clone has been washed away using the lwa and that would have led to a normal result being issued. Other samples are so limited that we would have reported them as being insufficient, despite the identification of a malignant population when washed manually. We have resorted to now washing all samples manually from today, but as you can imagine this will have significant impact on our processing times.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.